Event description:
The reporter stated that his wife has multiple sclerosis and gives herself shots once a week. The needle is in a pen and you cannot see it. She gave herself a shot in her leg and the needle would not come out. It was stuck and he had to jerk really hard to get it out because it was shaped like a fish hook. Now his wife is having psychologically trauma and afraid to do any more shots. He is not sure if or how much of the dose that his wife received.